Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 102mg/dl (lab), 131mg/dl (meter). Tests were done within 11-20 minutes with a difference of 28%. Patient did not experience any adverse events. No further information has been reported.